Event description:
It was reported by the affiliate that during a stapled transanal rectal resection procedure, misformed staples, reoperation. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional info provided on (B)(4) 2010: "patient: male, (B)(6), uses phenprocoumon. Diagnosis: ulcus recti simplex, intussusception, no clinic for ocd. Event: s.t.a.r.r.-operation /post-operative complication/ revisionary operation. Procedure: posterior wall was stapled inconspicuously with device, anterior wall with device from same box showed semi-circularly misformed staples. Bleeding was stitched over. Patient was well, no secondary bleeding. Resected tissue: small, no thick tissue, 7 grams, 3x12 cm, histologic mucosa, submucosa, parts of lamina muscularis propria. Third day post-op: patient well, no secondary bleeding, blood tests normal, coagulation status normal. Fourth day post-op: increasing abdominal disorders, increasing high-pitched bowel sounds, dilatation of the colon in terms of an ileus of the colon. Revision-op: ileus of the colon post s.t.a.r.r.-operation. Findings on rectoscopy: blood clots in rectum, dehiscence at anterior wall area of staple line at 12 o´clock, perirectal hematoma. Diagnostic laparoscopy: decompression of the colon sigmoideum. Patient is well now".

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.